Event description:
It was reported that during incidental cerebral aneurysm procedure, the operator tried to extract the subject coil once the release process had started. The subject coil could not be removed from the patient's anatomy, which caused patient's death.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 gtin - updated. F10 / h6 medical device problem code - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that while the physician was detaching the coil, they pulled back on the delivery wire before the coil had detached. This resulted in movement of the coil which caused the patient death. Per the dfu, "once coil detachment has been fluoroscopically confirmed, slowly withdraw the delivery wire from the microcatheter". The issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. There was a deviation from the supplied IFU. Therefore an assignable cause of use error will be assigned to the reported events: 'patient death', 'main coil prematurely detached/separated during use', 'unretrieved device fragments'.

Event description:
It was reported that during incidental cerebral aneurysm procedure, the operator tried to extract the subject coil once the release process had started. The subject coil could not be removed from the patient's anatomy, which caused patient's death.